Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, product was discarded. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: picture review: narrative (reamer broken, embedded device) could be confirmed from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that while drilling for the blade during an im nailing of a sub trochanteric fracture, part of the tip of the 11mm cannulated reamer broke off and was left in the patients femoral head. The procedure was successfully completed and no fragments were generate. Concomitant device reported: unk - nails: pfna (part# unknown; lot# unknown; quantity: 1). Unk - nail head elements: pfna blade (part# unknown; lot# unknown; quantity: 1. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).